Event description:
It was reported that the patient presented in clinic after remote transmission revealed high voltage therapy delivered by the implantable cardioverter defibrillator failed to convert the patient's fast ventricular tachycardia (fvt). Revision was attempted, however the helix failed to extend and also exhibited high pacing impedance. The lead explanted and replaced. The patient was stable.